Manufacturer narrative:
The part was requested on 2019-04-24 (refer to RMA#(B)(4)). The part received on 2019-05-02 at maquet life cycle engineering (lce). Lce performed the investigation according to report #(B)(4) on 2020-03-19: due to visual inspection corrosion and deposits in the 3-way valve were found. The received 3-way valve has been tested in a hcu30 test device. The set temperature could be reached. All function tests passed. The failure could not be reproduced. The reported failure could occurred due a blockage of the 3-way valve due to deposits which have been removed by disassembly and cleaning. Thus the reported failure "set temperature not reached" could not be confirmed. The reported failure happened during treatment. The hcu 30 which was used, was responsible for this complaint. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Initial reference: (B)(4). Customer reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The field service technician (fst) was onsite. The fst replaced the 3-way valve of the main circuit. Furthermore the fst performed functioning tests. All tests passed. Reference exemption # e2018002.

Event description:
The heater cooler unit hcu 30 does not reach the set temperature on the main circuit side. The pump stops automatically after a few minutes. No clinical consequences were reported. (B)(4).